Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited occasional undersensing noted on stored electrograms (egm) and dimini shed sensing. It was also noted that the ra lead exhibited possible undersensing with falsely classified termination of ongoing atrial arrhythmia. The rv lead and ra lead remain in use. No patient complications have been reported as a result of this event.